Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the afternoon of (B)(6) 2011. The patient reported blood glucose readings of "400 mg/dl" with the subject meter and "150 mg/dl" on another meter(freestyle brand meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed she manages her diabetes with insulins. The patient claimed she takes lantus (13 units in the evening) and humalog (1 unit per 7 grams of carbohydrate) before each meal. Despite the alleged issue, the patient stated she continued administering her doses of insulin as usual. Approximately 45 minutes later, the patient reportedly became confused, disoriented, and developed symptoms of blurry vision. In response to her symptoms, the patient indicated she self-treated with food and/or drink. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the patient process for testing was correct, and the results obtained were from an approved sample site. The patient however was not able to perform a control solution test since she did not have the solution available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.